Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for a post-implant check. Upon review, the right atrial lead had dislodged. The physician explanted and replaced the lead. The patient experienced no adverse consequences.